Event description:
Kendall 60 cc syringe ll with wider flanges did not work in the baxter pca machine. It appears that the new rib feature of the syringe plunger caused the pca machine to alarm as an occlusion. Machine worked well after changing to a different brand of syringe.